Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she bloused for a meal and the insulin pump did not alarm no delivery and her blood glucose was high at 485 mg/dl. She treated with manual injection. The customer stated that she has been receiving no delivery alarms since (B)(6) 2015. The customer stated that the alarm was resolved by a complete set change.